Manufacturer narrative:
This report is being supplemented to provide the following information. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.

Event description:
It was observed during the device inspection, that the connecting tube exhibited one of the lock levers was missing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the locking lever of the cleaning tube was damaged by an external load, making it impossible to connect. An external load on the wash tube may be caused by applying force in the wrong direction. However, a root cause of the reported issue could not be identified. The event can be detected by performing following inspections per instructions for use: (B)(4) preparation and inspection. (B)(4) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. (B)(4) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.